Event description:
After performing a diagnostic colonoscopy on a pt who had a complaint of diarrhea, red streaks of blood were noticed in the colon. The red streaks did not appear at the onset of the procedure and the pt had no complaint of bleeding. The pt was released in stable condition and no follow up was scheduled since the procedure was completed. Although the lab results were not yet available, the md initially concluded that the pt had infectious colitis perhaps from contaminated food or water. When the colonoscope was examined after the procedure, a burr was noticed at the distal tip. The scope has had three repairs all performed by third party repair centers and even at this time, the scope will not be returned to co for eval.